Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery duet to fluid loss in system. The previous device was removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.